Event description:
It was reported that during a wedge resection procedure, the proximal part of staple line was not stapled. A device of a different product code was used to complete the procedure. There was no pt consequence.